Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for 38 months and 62 charging cycles were recorded to the ICD's memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular as well as in the farfield-channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD was fully functional. There was no indication of a material or manufacturing problem.

Event description:
This ICD and the associated rv lead were explanted due to noise and inappropriate shocks. The hospital retained the device. Should additional information be received, this report will be updated.